Manufacturer narrative:
B3: event date and d10 - the event occurred on an unspecified date on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified solution administration set was leaking. The leak was further described as, ¿extravasation of chemotherapy by the lateral injector set¿. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g1: change to manufacturing location (previously reported as baxter healthcare corporation with no location). H10: upon further review of this report, it was noted that although the customer did not provide the product code or lot number, a registration number of the product was provided which identified the product as a product manufactured at the são paulo manufacturing facility (omitted on initial report). Should additional relevant information become available, a supplemental report will be submitted.